Manufacturer narrative:
Concomitant product: (B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 60 mm in diameter abdominal aortic aneurysm. It was reported that, approximately four years and two months post index procedure, a CT revealed slight jetting around the area of the flow divider on the ipsilateral side above the endurant extension. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Film evaluation results are: the exact source and cause of the endoleak could not be conclusively determined from the single angio still image provided. The pre-implant anatomy information, films at implant, earlier post-implant films, and additional films that showed the reported type iii fabric endoleak were not provided. The exact anatomy information and in-vivo stent graft configuration could not be assessed. No obvious suture break, stent detachment or stent displacement near the area of contrast was observed. Previous investigation of the similar complaints have shown that erosion from the underlying calcification or abrasion between the graft material and the proximal stent on the limb extension could have contributed to the endoleak generation.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.